Event description:
It was reported that (1) atw35 and (1) tr35w were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the instrument made a loud click when firing second reload. The reload fired halfway and did not cut. It is unknown how the case was completed and there was no consequence to the pt.